Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 7 triathlon cs insert. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient was revise on a left knee. Poly swap for instability.